Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked and the battery cap coin slot was worn. It was reported that there was also moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings:a review of the pump¿s black box history showed that power reboots were recorded on 02/05/2015. Visual inspection revealed that the battery compartment was cracked in the thread area. There was evidence of moisture contamination observed inside the battery compartment. The returned battery cap was not able to be fully secured to the pump due to the threads and coin slot being damaged. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation.